Manufacturer narrative:
Follow-up # 1 (07/11/2013)-device evaluation: the analyses of the returned subject meter and accessories were completed on 07/09/2013 by lifescan product analysis with the following findings: evaluation of the meter identified a defective capacitor. Sleep mode high current was observed during investigation. The cable and adaptor met specifications for testing; no issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the meter had to be charged too often. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If lifescan receives the product lifescan will inform the FDA of any products that fail evaluation in a supplemental report.